Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin and the blood glucose was high as over 600 mg/dl and this morning 300's and 400's mg/dl. The customer also states had received an insulin flow block alarm. The customer was treated with a pen. The customer states the infusion set cannula was bent. Troubleshooting was performed for high blood glucose and insulin flow block alarm and noticed insulin exited. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does allege pump was under delivering. The insulin pump will not be returned for analysis. The customer was unable to perform high pressure test. The insulin pump will not be returned for analysis.